Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella 5.0 device for mechanical circulatory support. While on support it was reported that the purge flow rate was gradually decreasing, and long-term support would be needed. The impella 5.0 was explanted. In addition, ventricular tachycardia was occurring frequently, and direct current defibrillation was being applied each time. The surgeon informed the family that it was difficult to save the patient's life. Additional information was provided that noted that care was withdrawn and a do not resuscitate order was put in place. The patient passed away after 216.42 of support.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.